Event description:
Report from the USA stating that the device was running hot. It is known that the device was not being used during surgery. It was reported that there was no injury or medical intervention related to this event. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).